Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about high blood results. Performed blood test - 196 mg/dl. Caller states her normally readings are around 120-140 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (269) and the lowest normal result (120) is located in zone c. No adverse event reported.